Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: cut mark found on the cable unit. Based on the results of the investigation, and since the customer reported malfunction was not confirmed, a root cause could not be identified. Based on the results of the investigation, the root cause of the malfunction identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error (e226). The issue was found during maintenance. There were no reports of patient involvement.